Event description:
Customer reported the vertical lift motor intermittently will not move in the downward direction. No patient injury was reported.

Manufacturer narrative:
A ge representative replaced the vertical lift power supply. The system now functions as intended.